Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads and minor scratches on the display window.

Event description:
Customer reported via phone, the insulin pump had alarmed button error. He was attempting to adjust his insulin and the device wouldn't respond and then the alarm occurred. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.